Event description:
I used a contact solution, clear care plus, and it did not neutralize and turn to solution. When I put the contact in my eyes it burned so bad my eye basically clamped shut and I could not get it open to get the contact out of my eye. I ended up going to an urgent care clinic and was told my eyes were burned from the solution and my right eye has abrasions on it. Compared it to road rash. I cannot see with out my contacts. I cannot wear them for 7 days so I am going to miss a week of work. There are warnings on the box, but it is contact solution. I have used contact solution for years. I did not notice the warning until after the excruciating pain of burning and stinging. I admit I used a flat case instead of their case. And it does say that in tiny print on the bottle. I saw that after the incident. Then after goggling online find that there are hundreds if not thousands of complaints about this product. If I had known this I would not have used it to start with. I am not sure how a product that is for the eyes and can cause serious injuries can still be on the market. I paid $(B)(6) out of pocket for medical bills yesterday and will miss a week of work because of this. I received this starter pack of this solution from my eye doctor. Before I found a doctor (it was sunday and no one was available.) I had talked to a couple of pharmacists who were both familiar with this product and said they would never recommend any one use it. I do not understand how a product that has caused so many injuries can still be on the market. I was given a prescription for an antibiotic/steroid ointment to put in my eyes every 4 hours. There needs to be a warning on the box that tells people using this product can cause serious eye injuries. My eyes were burned. It is used to clean contacts. "Is the product over-the-counter: yes."